Event description:
Four problems with the fluid warmer system have been encountered in the endourology suite during urological surgical procedures: 1. When the warming cassette is inserted into the unit, flow decreases to an unacceptable level. 2. Stopcocks have intermittently fallen off of the tubing sets. This could be a result of back pressure which develops as a result of problem #1. 3. The luer-lock fittings between the sterile tubing sets and the nonsterile tubing are occasionally too tight and cannot be separated. 4. Fittings on the tubing sets are occasionally incompatible: male and male or female and female.